Event description:
The customer reported the evis exera ii video system center display intermittent image when the scope is connected. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty power supply. In addition, top cover, bottom chassis, and rear panel corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The device was returned to olympus for inspection, and the repair center found the front panel was blinking due to a power defect, which is also a potential adverse event. This report is being submitted for the intermittent image, as well as the front panel blinking.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the intermittent image and front panel blinking was due to a power unit defect. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.